Event description:
The customer contact reported loss of suction. The suction canister was connected with another suction canister and was being used in tandem with an unspecified liposuction machine. At an unspecified time during use, the customer reported "back sucking" of the receptal liners; subsequently, there was a loss of suction. It was noted that there was a leak at the t-connection of the suction canister. The suction canister was replaced and the procedure was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.